Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to ischemic cva, and the pt's left side was flaccid due to the event. The pt's inr was reported to be therapeutic at the time of admission for the cva. The pt admitted to being non-compliant to anticoagulation medication the week prior due to her spouse being in the hospital with medical issues. The pt's inr was monitored closely and was discharged approx 3 weeks later. The pt is ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.